Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device could not confirm the reported cracking, however, the instrument was found to be broken. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the white tip tibial impactor was cracked at the handle attachment point when impacting the final implant. All pieces were retrieved from the patient. No surgical delay.